Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012735454 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. On the spiral array segment, an inverted array and guidewire lumen kinked was observed. On the handle segment, the shaft was broken at the handle distal end. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the kink issue was confirmed during testing and the catheter failed the returned product inspection due to a guidewire lumen kink, inverted array, and broken shaft at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation ablation of the right inferior pulmonary vein using the pscc100 pulseselect, the catheter became kinked and the wire became difficult to advance within the catheter lumen. The physician pulled the catheter into the sheath and removed it from the patient, at which point the tip of the catheter was found to be kinked. The catheter was replaced and the procedure was completed with no further issues. No patient complications have been reported as a result of this event.